Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the repair was handled by 3rd party, and cleaning of the safety valve's pull magnet solved the issue. Reported technical error code indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of this technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The reported issue was confirm in provided device's logs. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.